Event description:
Our affiliate is reporting that the surgeon was using 3 bioknotless br anchors for fixation in an arthroscopic repair. During the deployment of 2 of these devices, the distal portions of their inserters broke off into the anchors and remain therein, both captured in the bone. Although the surgeon was not able to retrieve these fragments, the procedure was completed successfully without further issue or harm to the patient. Complaint devices discarded by facility. Also see associated MDR 1221934-2010-00054.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.